Event description:
It was reported that cadd solis vip ambulatory infusion pump alarmed no cassette. During testing. No patient involvement reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The device did fail the psi test. The upstream occlusion sensor would intermittently occlude so it was replaced. The cause of the reported problem could not be determined.